Event description:
Information was received from a patient's (pt) representative regarding an implantable neurostimulator (ins). The reason for call was caller reported pt was having half back surgery on wednesday and the healthcare provider (hcp) told them to turn the stimulation off completely, as they were going to take the ins out. Caller stated therapy was no longer working for pt. Agent asked, caller didn't know when the therapy stopped working - said pt was the only once who could answer that, but was currently in recovery from today's back surgery. Caller said therapy started good in the beginning, though. Agent reviewed with caller the steps to turn stimulation off by using white button on top of controller, as they could not go into the room with pt to be close enough to connect with the ins. Agent advised caller call back if they needed additional assistance or had further questions. Caller asked if they needed to send devices back after explant; agent reviewed information and said to call back if they wanted to donate any of pt's equipment after explant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.